Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram (stratific ram) assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system does not start up. The fse determined the cause of the problem to be failure of sram startup. The fse replaced the sram and verified system functionality. Application software for the system resides on the sram card located in the on-board solid state disk drive. A coin battery is incorporated to maintain the software when main power is removed. Based on age of the system, manufactured before 1994, this type of failure would be expected as the system is used.